Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The physician encountered difficulty placing the lead due to tortuous patient anatomy. It was noted that a stylet with a strong bend was used to position the lead when the helix was deployed. After several attempts the helix was observed to no longer extend/retract as expected. The lead was then extracted and another lead attempted with similar results. A second replacement lead was used and implant completed successfully. No adverse patient effects were reported. This lead was never in service.